Event description:
It was reported that the device was emitting smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker great britain. The technical service report indicates: faults found. Burnt marks on ac inlet board and both cables. Fuses are blown out. Jaws not holding properly and the actuator is worn. Action taken. Replaced ac inlet board and both cables. Replaced all jaw pieces and actuator jaw. Replaced fuses. Serviced. Probable root cause: damaged front board. Damaged main board. Damaged iris board. Damaged a/c inlet board. Damaged power supply. Damaged electrical cables. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was emitting smoke.